Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that they are having issues with bubbles in the lines which generates an alert on the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air bubbles were seen in the as lvp 20d line that caused the air-in-line alarm to generate. The following information was provided by the initial reporter: "pharmacy is reporting that nurses in the outpatient in fusion have been experiencing increased difficulty with their alaris pumps and infusion of riuximab. They are specifically having issues with bubbles in the lines and the alert it generates on the pump." "I asked around and it seems like it is mostly just the rituxan bubbling more than before (maybe too ultomaris but no one can say for sure about that one)."